Event description:
The pt reportedly experienced intermittency and sound quality issues between the external equipment and the cochlear implant. External equipment was exchanged. Testing revealed that the device is functioning normally. The center will pursue device revision surgery.